Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was being used for hemostasis during a procedure. According to the complainant, during the procedure, the gold probe malfunctioned. Reportedly, the device would not cauterize properly. The gold probe was tested prior to use and the burn was characterized as being "low level." Additionally, both the generator and bipolar adaptor cable were found to be working. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.